Manufacturer narrative:
This report is for one (1) 3.5mm cannulated blade plate 6 holes./unknown lot. Partial part number reported as 232.0xx. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent hardware removal surgery on (B)(6) 2019 due to infection, non-union, broken 3.5mm cannulated blade plate and broken two (2) 3.55 mm cortex screws. The original date of implant is unknown. X-ray was taken on an unknown date in october 2018 revealed broken plate and screws. The plate broke at 4th hole. The devices removed were one (1) 3.5mm cannulated blade plate, six (6) 3.5mm cortex screws, and one (1) 3.5mm cannulated screw. A screw removal set was used to remove the two (2) broken 3.5mm cortex screws. Antibiotic beads were placed in wound and sample tissue was sent for infection discovery. No further implants implanted. The procedure was successfully completed with no surgical delay. Patient outcome is reported as infection with malunion. This report is for one (1) 3.5mm cannulated blade plate 6 holes. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The implant was not returned and instead investigation will be done based on the supplied images. The images (3 total) were reviewed and the complaint condition for broken was confirmed as the image(s) showed the plate broken at the 4th hole. As the implant was not returned, an as received, dimensional, material, or drawing reviews are not applicable. A device history review could not be performed as the lot number could not be determined from the supplied images. No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation, no unidentified product design/manufacturing issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.